Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim was no longer working or in use. The patient stated it had not been working for sometime but they thought they saw the doctor in march and the doctor said it was not working. The patient stated that they did not know specifically what caused the device to stop working, but they indicated they thought something was wrong with it as opposed to a normal end of battery life. The patient had replacement surgery scheduled twice but both had to be postponed due to deaths in the family. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient is presently planning to undergo replacement in the fall.